Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), that an inferior imprecision of 8mm occurred. Following re-registration, the imprecision was improved but not resolved. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: upon further follow-up it was reported that no incision was made as this issue occurred while the patient was in pre-op and the use of navigation was aborted prior to any patient registration. There was a reported delay to start the procedure of less than 1 hour due to this issue. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was not related to a software issue. Per review of the exam and model building the exam was missing the tip of patient's nose and the scatter in the 3d model created extra "noise" in the image. Software is functioning as designed.